Event description:
Deflation of right saline implant with bilateral replacement with another brand. Unknown if initial use. Original surgery was performed in 2000 using hutchison hsl 0300 saline-fill implants, filled to a volume of 320cc which is recommended fill volume limit. Pt underwent bilateral replacement surgery in 2003, both implants were replaced with mcghan syle 68lp saline-breast implants 440cc, fill volume unknown.